Event description:
The arjohuntleigh investigator found that the resident was a taller gentleman sitting in the chair while attached to the alenti hoist in the shower cubicle. The hoist was raised approx half way as the user was so tall; this was so his feet were just high enough to clear the floor. They were maneuvering the hoist sideways as there is not much clearance in the shower cubicle to turn the hoist, when the castors hit the guttering outside the cubicle. It stopped abruptly and the momentum tipped the hoist over. The caregiver was trapped under the hoist as she was standing on that side. The caregiver who was pushing the hoist received no injuries. The caregiver who was trapped and the resident suffered some bruising, but that was the extent of the reported injuries.

Manufacturer narrative:
Resident was not sitting the correct way, as he was facing the front of the hoist with his back to the push handles. The users stated that they had always been taught to put the resident in the hoist with their back to the push handles; a back rest was not located on the hoist and the users do not remember ever having one. Add'l info will be provided following the conclusion of the MFR's investigation.